Manufacturer narrative:
E1: patient city:(B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that on (B)(6) 2024 the patient experienced an issue with occlusion where tubing is connects to reservoir and insulin flow is also blocked. No further information available.